Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2021. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Qty to be returned: 2 = 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? How was the case completed? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. The reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.